Event description:
Additional information received reported that the patient had to have two surgeries because the battery was put in backward. It was noted that the patient felt the device should have been tested and the limit programmed after the first surgery because ¿then they would have known.¿

Event description:
It was reported that a coupling problem was reported. It was noted that the doctor had to move the implantable neurostimulator (ins) a week prior because it was hitting the sciatic nerve. It was noted that the doctor told the patient that it would be placed deeper into the pocket. It was noted that the patient had not been able to connect to the recharger since the adjustment to the deeper spot and now the ins was depleted and the patient was in pain. It was noted that an antenna locate feature was performed and 42 was the highest connection. It was noted that the patient got zero shaded coupling bars when charging and the recharger just shut down completely. Additional information received reported that the patient had been working with a manufacturer representative to try a different charging system and that did not charge the ins. It was noted that the patient programmer was communicating with the ins but the recharger would not communicate with the implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the ins was flipped and the patient had to be opened up to turn it the right way.